Event description:
Cotton remained lodged inside vaginal canal - tampon [foreign body in reproductive tract]. While removing them the tampon could come out in pieces (fell apart) [device breakage]. Case description: consumer reported via e-mail that when she removed the tampons they could come out in pieces (fell apart). No serious injury was reported.

Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is the procter & gamble co./the gillette co., 2 procter and gamble plz, cincinnati, oh 45202. Registration number: 1216894. 04-aug-2020 additional product investigation results: no failure could be identified as a result of the investigation.

Event description:
Cotton remained lodged inside vaginal canal - tampon [foreign body in reproductive tract]. While removing them the tampon could come out in pieces (fell apart) [device breakage]. Consumer reported via e-mail that when she removed the tampons they could come out in pieces (fell apart). No serious injury was reported.

Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is the procter & gamble co. / the gillette co., 2 procter and gamble plz, cincinnati, oh 45202. Registration number:1216894. 04-aug-2020, additional product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton remained lodged inside vaginal canal - tampon [foreign body in reproductive tract]. While removing them the tampon could come out in pieces (fell apart) [device breakage]. Case description: consumer reported via e-mail that when she removed the tampons they could come out in pieces (fell apart). No serious injury was reported.